Event description:
When attempted to push the medication into patient, the drug back flow thru the rubber stopper of the plunger. Manufacturer response for closed system syringe, (brand not provided) (per site reporter). Unknown at time of report.